Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral inferior pedicle mastopexy using full vertical + horizontal t-shaped incision. 2 pieces of galaform (galaflex 3dr) were used during the procedure. Concomitant procedures include lipo(suction) and renuvion to upper arms, facial fat grafting, medial buttock lipoma. Delayed wound healing reported on l side on (B)(6) 2019. There was some open, dry tissue in left breast. Tissue was minimally debrided. On (B)(6) 2019, there was an open area in the left breast. On (B)(6) 2019, patient underwent debridement and reapproximating of the inverted t in left breast. On (B)(6) 2019, some old bloody drainage was noted. On (B)(6) 2019, mesh at the inverted t was debrided on (B)(6) 2019, patient had exposed left lateral edge of mesh. 2.5cm of mesh was excised under local anesthetic. On (B)(6) 2019, patient states that the area is better, but there might be another piece that needs removal. Medial area was fine. Still residual drainage laterally. (B)(6) 2019 patient underwent exploration of left breast. On (B)(6) 2019, comment that left breast looks great and event is considered resolved. Review by medical affairs identifies this as related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including delayed healing, exposed mesh and subsequent surgery for partial explant. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Wound dehiscence is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - explanted.